Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. It was reported that the computer for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer for the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while in a laminectomy, the imaging system computer restarted without prompt from the user an hour into the procedure. It was reported that the issue occurred when attempting to perform a post-operative image acquisition and that the imaging system was restarted with resolution. There was a reported delay to the procedure of ten minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that there were no issues related to the computer. No fault found.